Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported by the patient and her mother that the down arrow and ok buttons required multiple presses to activate a response. It was reported that the keypad is not peeling and the pump does not get wet.